Event description:
Failure to alarm. Negative pressure wound therapy machine alarm failure occurred. The dressing was not intact and the unit was not alarming. Drainage was visible through the dressing and leaking down the leg of the patient.

Manufacturer narrative:
Device not returned for evaluation, and serial number was not provided. No evaluation possible.

Manufacturer narrative:
Active investigation in progress; results of investigation will be provided in a supplement report.